Event description:
It was reported by the customer that a pyxis medbank system had cubie failure. The customer stated that they attempted to open cubie with tester and unable to open. User were able to get medications from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed to open. A technical support specialist confirmed that the issue was resolved after the user contacted the pharmacy and pharmacy was stating over meds. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medbank system had cubie failure. The customer stated that they attempted to open cubie with tester and unable to open. User were able to get medications from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the users inability to retrieve the ceftriaxone 1gm medication from the cubie. A technical support specialist verified the cubie 2.0 malfunction found. The system functioned as intended.